Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, indicating that the patient's pump was alarming without ceasing for several hours. Previously, the patient's pump would only alarm every few hours. The patient did not have an healthcare provider (hcp) and wanted advise on what to do and was afraid, shaking, and scared. Her back and head were hurting tremendously. The patient experienced pain in and around the pump and where it was in her back. The patient had not had a pain medication refill since 2014 or 2015. The patient was wondering if this kept up, if the battery would explode. No further complications were reported.

Manufacturer narrative:
Updated to reflect the adverse events ((B)(4)) that medtronic was made aware of on (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was looking for a new doctor. The pump stopped working a couple of years ago. Apparently it ran out of stuff and hadn't been filled in 3 years. There were no reported symptoms. Technical services provided physician listings. No further complications were reported.